Event description:
It was reported ongoing occlusion alarms occurred. There was no adverse impact with the customers blood glucose level. The issue was recurring, and the customer regularly resolved it by changing the infusion set and cartridge to resume insulin delivery. However, occlusion alarms continued and clinical troubleshooting has been exhausted and a replacement pump was sent to resolve the issue.